Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net post-procedure. It was noted that the low voltage lead exhibited out-of-range impedance. No intervention was performed. Patient status was not reported.